Manufacturer narrative:
Device evaluated by MFR: investigation completed on the returned device. Visual analysis revealed a fracture located 34.7cm from the hub. The device was not completely separated, as the inner liner was still attached. The fracture looked consistent with a bending force break. A .014 guidewire was inserted into the device but would not pass the kinked/fractured area of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on analysis completed (B)(6) 2019. It was reported that the catheter was kinked. A direxion infusion catheter was selected for use. The catheter was inserted into the patient, however, it was kinked so the guidewire was unable to pass through the catheter. A second direxion infusion catheter was then selected, however, when it was removed out of the hoop it was stretched. A third direxion was used to complete the procedure successfully. There were no patient complications reported and the patient was stable post procedure. However, device analysis revealed a fracture located 34.7 cm from the hub.